Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was not implanted due to atrial lead not able to fully engage to the header. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of the atrial lead being unable to fully engage to the header was confirmed in the laboratory. The lead could not be fully inserted into the header during testing. Examination under high magnification revealed that the spring was damaged and was improperly seated in the spring cavity. This was likely due to epoxy in the ring contact spring.